Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicates the customer was in the hospital. The customer stated while in the hospital, he lost the insulin pump. No further details reported regarding the hospitalization. The insulin pump will not be returned for analysis.